Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that they have been trying to charge the implant for the last 2 hours and the controller keeps getting stuck on checking the recharger. Caller stated they have tried resetting the controller but that did not resolve the issue. After a few minutes, caller mentioned that it suddenly connected and seeing excellent recharging. Agent still tried to troubleshoot to ensure patient won't be stuck again. Caller confirmed no physical damage on recharging cord, pins, controller connector port pins. Agent had caller blow into controller port and wipe recharging antenna pins to ensure no debris. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issues. Additional information was received from patient. Patient called back and mentioned they were still having the same issue but this time the controller never went on. During the call, patient cleaned the controller and recharger pins. Patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 70% and implant was at 40%. Patient plugged the recharger and was stuck at 'looking for recharge quality'. Patient was frustrated and very escalated. Agent reviewed information about equipment. Patient wanted to speak with a supervisor and that the supervisor would never call them back. Patient mentioned the equipment controlled their pain and it would get pretty freaking ugly the last time their stimulation was off for 3 days. The implant worked tremendously for the patient. Patient would go from a pain level 1 to a pain level 9 or 10 when their system went down. Upon further review agent attempted to offer a recharger replacement with expedited shipping initially but patient was very escalated and also escalated about shipping. Agent requested saturday shipping. A replacement recharger telemetry module (rtm) was sent out. Patient called back pretty escalated and mentioned previously documented information. Patient mentioned this was their 2nd medtronic scs and were getting frustrated with substandard equipment. Patient mentioned they had a pain level of 9 because they have been without the equipment for 3 days when an equipment was ordered for them in the past on a friday, to which the equipment came on monday. Patient commented the paddle and charger were replaced not that long ago. Patient noted they only have 30%/40% charge of the implant and they have their stimulation on 24/7. Patient stated if they don't have controller, their legs they are screwed. Patient stated they were sitting with a pain level from hell. Patient stated they were mad at the whole thing because they know what the pain level is. Patient stated they were upset because they were having problems with the equipment and that needs to stop. Patient stated that puts them back and takes them a week to get out of. Agent reviewed external equipment will be replaced and reviewed supervisor request process. Upon further review the following information is being added: patient mentioned having issues with an implant from 2013. Agent made outbound call to the pt. Agent reviewed replacement process. Pt stated they had multiple items replaced. Pt mentioned previously reported issues. Pt stated if the stimulator goes out they will be in pain for a few days after until they get it under control again. Agent reviewed shipping expectations and reached out to repair to request a new replacement controller if inventory allows. A replacement controller was sent out.